Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and it takes longer to charge. It was noted that patient feels soreness around the ipg site and was not able to get enough pain relief. The patient underwent an ipg replacement procedure.